Event description:
Rptr is concerned about the labeling on the bottle which is used to measure the medications. The labeling is sometimes crimped and is not complete which in turn leaves room for human error. Rptr has complained to the MFR many times.